Event description:
Patient was treated previously on an unknown date for a right tibia shaft fracture with a synthes tibia ex nail and proximal and distal locking screws. The surgeon later removed the proximal screws to dynamize the nail to hopefully aid in fracture healing. On another unknown date, the tibia was found to have a non-union. The dates of these cases is unknown. On (B)(6) 2014, the surgeon removed the nail, and performed an osteotomy on the right fibula, and revision orif (open reduction internal fixation) of the right tibia non-union using a low bend medial distal tibia plate and screws. Cancellous bone chips and a competitor bmp were implanted as well at the non-union site. The surgery was successfully completed. This complaint addresses the removal of the tibial nail and locking screws. The removal of the proixmal screws will be addressed on a separate complaint. This is report 1 of 2 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event reported as (B)(6) years. Device history record review: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. The investigation could not be completed and no conclusion could be drawn, as no product was received. Placeholder.